Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind anomaly and excessive no delivery alarm due to buttons not responding. Device received with stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the light button of insulin pump was sticky. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had unexplained no delivery alarms and battery cap was stubborn. Customer also stated that the insulin pump had to rewind more than once per reservoir change and rewind was longer. The insulin pump will not be returned for analysis.